Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 591 mg/dl. The customer felt symptoms of cotton mouth, excessive thirst and frequent urination. The customer was treated for their blood glucose with insulin drip. The customer was wearing the insulin pump during their hospital stay. The customer stated that the issue may have been due to a bent cannula, but stated that the insulin pump was working fine now. The customer did not troubleshoot and did not send the product back for analysis.